Manufacturer narrative:
Unit power up properly, after battery installation. No unexpected blank display noted. Unit was downloaded successfully using (thus software) for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date, that might of trigger the reason complain. Proceed it with the following testing to assure proper functionality of the unit. Pump passed, displacement test, sleep and active current measurement test. Unit failed, self test alarming pump error 63. The adapt tool recorded, that on (B)(6) 2023 at 17:11:02, pump error 63 was recorded. (B)(4). Per software engineering log investigation, pump error 63 was, due to ambient light test failure. The adapt tool also recorded, pump error 23, 68 and 49. Per software engineering log, pump error 68, 49 and 23 were generated on the pump startup, due to the memory corruption. Isolate to electronic assemblies. All buttons functioning properly, while navigating the menus. No stuck button keypad alarm noted, during testing or in download history files. Proceeded by cutting unit open and perform a visual inspection on connectors and electronic assembly. All connectors were plugged in properly. However, during deconstructive analysis moisture damage was noted, causing an intermittent electrical short. Unit also received, with cracked case (battery tube), cracked battery tube threads, stained keypad overlay and scratched case. In conclusion, customer allegations are not confirmed. Unit powered up properly after battery installation and all buttons functioning properly. However, during self test and download history review pump error 63 alarms were recorded. In addition, with pump error 68, 49 and 23, due to corroded electronic assembly causing an intermittent electrical short. Isolate to electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the insulin pump had a stuck button alarm, a blank display and red light flashing on the pump. The insulin pump error 23, error 68, and error 49 alarms. Troubleshooting was performed and the customer stated that was not able to clear the alarms. No harm requiring medical intervention was reported. The customer will continue using the device on receipt and the replacement of the pump and the device will be returned for analysis.